Event description:
One of (B) (6) reported bristles on end of disposable brush collection device were bent and broken off. Upon checking inventory, customer found brushes where spacing was different, longer bristles, and twisted metal was not as tight. Brushes are not manufactured by (B) (4), but are purchased from (B) (4). Brushes returned to (B) (4) did not have bent or broken bristles. Customer did not indicate any harm to patients, but concern is with possible impact to rate of false negatives due to bent or broken bristles.